Event description:
It was reported by the customer service that the customer claimed that a drill broke its first use. It was further alleged that the event was reported to (B)(4).

Manufacturer narrative:
Device will not be returned for evaluation. If the device or additional info becomes available it will be reported on a supplemental report.